Event description:
It was reported that during a percutaneous coronary angioplasty procedural intervention, the tip of the guide wire separated. The lesion was a chronic total occlusion of the extremely tortuous posterior-lateral left circumflex. The patient presented with acute coronary syndrome. With difficulty the physician was able to cross the lesion with the pt2 guide wire. However, following placement, the physician turned the guide wire in the stenosis and approximately 1cm of the tip of the wire detached and remains in the patient. The vessel beyond the wire tip is closed due to thrombus which was there prior to this event. No further intervention is planned. The procedure was not completed due to this event. No patient complications were reported.